Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have not been yet been recovered from the field for evaluation. The device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. There is no indication at this time of any issue with the response buttons as they were used multiple times during the day of the event upon start-up of the device. Manufacture dates: monitor: 2/17/2014; electrode belt: 5/12/2016.

Event description:
A us distributor contacted zoll to report that a patient was appropriately treated prior to passing away on (B)(6) 2019 while wearing the lifevest. The patient was unconscious at the time of passing and the death was reported to be cardiac related. It was reported that ems initiated CPR, however was unable to revive the patient. Per clinical review of the ECG download data, the lifevest delivered an appropriate treatment shock at 10:42:31 while the patient's rhythm was ventricular fibrillation (vf). The post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient subsequently passed away on (B)(6) 2019.